Event description:
It was reported the patient presented a merlin transmission indicating a device reset occurred. Patient came into the clinic and upon interrogation, an alert, device parameter error was detected. The reset was cleared, and the device was reprogrammed to previous programmed settings. The patient will continue to be monitored routinely. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.